Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. Customer's blood glucose level was 75 mg/dl.